Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. It was reported that the 1 seal and 511s had torn seals. These were out of a ftr72 kit. Another trocar and reducer was used to complete the case. There was no consequence to the pt.